Manufacturer narrative:
Device evaluation: the imaging system was returned to the manufacturer for evaluation, however the reported issue could not be confirmed. The system was returned to the manufacturer unprotected from the rain; therefore, any complaint root cause analysis unverifiable.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the control unit and rotor control unit of the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system was unable to complete the start up procedure. Restarting the imaging system did not restore functionality to the unit. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the us e of the navigation system. There was no impact on patient outcome. No additional information was provided.